Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of at least 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Event description:
Despite our repeated attempts to obtain additional information and return of the device, no response was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.